Event description:
Customer reported being hospitalized for high blood glucose and dka. Troubleshooting was performed and pump appeared to be operating normally. Occlusion test could not be performed since customer did not have a clamp.